Event description:
Customer reported being hospitalized for low blood glucose on (B)(6) 2014. Customer's blood glucose was 45 mg/dl when hospitalized. From what he remembers, he on his bedroom floor and crawled out to his roommate's room. 911 was called and customer was taken to the hospital. Customer stated the cause of his low blood glucose was a combination of three diets he was on. They were diabetic, low sodium, and low protein diets. Customer' doctor said the basal rates on customer's insulin pump are too low, and are adjusting the settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.